Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3109102. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with the bd vacutainer® flashback blood collection needle, the needle fell off. This occurred 8 times. The following information was provided by the initial reporter, translated from chinese: stage: when opening the package defect: the needle fell off after the needle was pulled out. Quantity: since october 10th, an average of 8 problems have occurred every day, with a total of about 40. Impact: no impact on patients or users.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® flashback blood collection needle, the needle fell off. This occurred 8 times. The following information was provided by the initial reporter, translated from chinese: stage: when opening the package defect: the needle fell off after the needle was pulled out. Quantity: since october 10th, an average of 8 problems have occurred every day, with a total of about 40. Impact: no impact on patients or users.